Event description:
It was reported that the patient underwent a posterior fusion with rhbmp-2/acs and vitoss bilaterally at l3-s1. Post-op x-rays indicated 'position of the fixation devices appears satisfactory.' At 3 days post-op: CT of lumbar spine without contrast. There is grade 1 anterolisthesis of l4 on l5. There is lucency surrounding the termini of the bilateral l3 screws as well as along the sl screw tracts. Of note, the right l5 transpedicular screw extends through the vertebral body. There is decreased disc space at l4-l5. Calcified atherosclerosis is noted. T12-ll: there is no disc bulge. Material and/or blood products. L3-l4: there is no significant disc bulge. The spinal canal is decompressed. The neural foramina are widely patent. L4-l5, l5-sl: there is no significant disc bulge. Metallic artifact limits soft tissue evaluation of the neural foramina. The bony neural foramina are patent. There is mild degenerative disease of bilateral si joints. At 52 days post-op: three views of lumbar spine: small sacroiliac join osteophytes are noted 94 days post-op: 3 views of lumbar spine: the appearance of the lumbosacral fusion spanning from the fourth presacral vertebral segment to the sacrum is unchanged. There is some lucency surrounding both pedicle screws engaging the third presacral vertebral segment and the sacrum. Associated laminectomies are noted. Alignment of the lumbar spine is unchanged 185 days post-op: three views of lumbar spine: stable instrumentation, with associated laminectomies of the fourth presacral lumbar vertebrae to the sacrum. No evidence of hardware loosening or failure. Grade 1 anterolisthesis is seen of the second presacral lumbar vertebrae on the first presacral lumbar vertebrae without change on flexion-extension and is unchanged from prior study. Degenerative disc disease, more apparent at the t12-l1 level anteriorly. 191 days post-op: CT lumbar myelogram done, leg pain and numbness 198 days post-op: CT lumbar myelogram done, intractable left leg pain and numbness. L2-l3: there is a far right lateral disc herniation with right neural foramen narrowing which is affecting the right nerve root. At 374 days post-op: CT lumbar spine lumbar vertebrae are normal in height and show multiple small anterolateral osteophytes and few small schmorl's nodes. L2 screw loosening noted (B)(6) 2010 373 days post-op the patient presented with lumbar stenosis, previous posterior segmental arthrodesis from l4-s1, instability, pseudoarthrosis . The patient underwent a revision surgery consisting of alif at l4 through si using bmp in krueger and saber cages, plif at l3 through s1 using bmp in decorticated areas of facet and transverse processes, no cages noted. 'Scar tissue' from previous posterior fusion noted and removed during surgery. Palpation of the distal aorta revealed the patient to have an erythematous plaque in the distal aorta mostly on the left side. At 374 days post-op, the patient underwent removal of left l2 pedicle screw and implant to treat left l3 radiculopathy secondary to aberrant pedicle screw. Procedure performed: re-exploration of posterior lumbar fusion, removal of l3 pedicle screw, placement of #7 jp sub muscular drain. The wound was irrigated with antibiotic irrigation. The caps and rods were removed on the left side. A broken left l3 pedicle screw was removed. The rod was repositioned and placed. The patient awoke with much improved left lower extremity function and pain and was brought to the recovery room.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.